Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Per initial report, the hp noted a "small leak in the patient line" of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.